Manufacturer narrative:
The devices involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. A touch-up with the integral balloon was performed within the inflation volume. When the balloon was deflated, the syringe was filled with blood. During the procedure, the last angiography showed a type 1a endoleak. A touch-up was performed with a (non-endologix device) coda (cook) balloon, witch seemed to resolve the 1a endoleak. Approximately (3) three days post initial procedure it was reported that a residual type 1a endoleak was identified. An additional procedure is not planned as of yet.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the returned device was completed; endologix received one (1) alto delivery system. A visual and where possible functional analysis was performed. The device was received in a small shipping box within two clear plastic bags and a biohazard bag. Blood residue was present on the device which was in a curved configuration. The device was received still docked in the introducer sheath, which was removed during decontamination. A kink was noted in the hypo-tube (approximately 38mm proximal to the distal delivery system handle). Another kink was also noted in the balloon fill tube (approximately 26mm proximal to the proximal lumen spacer), and the guidewire lumen was buckled/kinked (approximately 25mm proximal to the proximal lumen spacer). The remainder of the delivery system was unremarkable in appearance. A 30cc syringe was then filled with 30cc of tap water and connected to the delivery system, and the balloon was inflated with 15cc of fluid without exhibiting any leaks; the balloon was fully aspirated and a vacuum was achieved. This is not consistent with the reported event which could not be confirmed per sample evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported intraoperative type 1a endoleak (resolved on 25 july 2022 per 1-month CT (computed tomography) scan), in-folding of the proximal rings (first and second), and intraoperative displacement of the ovation extender are confirmed. The reported syringe filled with blood (while the integral balloon was deflated) is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the reported type 1a endoleak is procedure-related. The in-folding of the proximal stents likely contributed to the type 1a endoleak. On the procedure planning document, the p2+7 was reported to be both 22.4mm and 24mm (recommended aortic diameter per device IFU for a 29mm alto aortic body is 24-26mm); it is unclear if this discrepancy contributed to the in-folding of the proximal rings. The displacement of the ovation extender into the mid-aortic aneurysm sac was most likely due to the off-label use of the device in the proximal neck. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 medical device problem codes; remove 3191. H6 investigation type codes; remove 4118. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. A touch-up with the integral balloon was performed within the inflation volume. When the balloon was deflated, the syringe was filled with blood. During the procedure, the last angiography showed a type 1a endoleak. A touch-up was performed with a (non-endologix device) coda (cook) balloon, which seemed to resolve the 1a endoleak. Approximately (3) three days post initial procedure it was reported that a residual type 1a endoleak was identified. An additional procedure is not planned as of yet. Additional information: one (1) month follow-up CT (computed tomography) scan revealed the type 1a endoleak resolved. In addition, echocardiography showed no endoleak of any type present. Clarification: during the initial implant procedure, it was noted that the ovation ix extender moved down into the aneurysm after deployment in the distal aortic neck (off-label condition). In addition, in-folding of the sealing ring was noted. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the alto system per device IFU.